Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and current testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show that the battery installation tests were not performed correctly. This type of error indicates possible battery issues and does not indicate a malfunction with the device. This could not be firmly established as the battery used was not returned as part of this investigation. The battery reset button was not pressed, therefore we were unable to determine if new or used batteries were installed into this device. No trend is associated with reports of this type.